Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of failure to retrieve mitraclip nt system component is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. All available information was investigated, and the reported entrapment of device or device component appears to be related to the challenging patient pathology/morphology (dilated atrium, and a wide mitral regurgitation jet in the a2/p2). The patient effect of foreign body in patient is due to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is filed to report clip caught and deployed on the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced into the left atrium; however, the clip became caught in the chordae. Troubleshooting was performed, but the clip could not be freed; therefore, the clip was deployed in the chordae. As the second clip was deployed near the first clip, no further clips were attempted. The cds and steerable guide catheter (sgc) were removed, and a left to right shunt was observed. The atrial perforation was successfully closed with a amplatzer closure device. Two clips were implanted, reducing mr to less than 1. There was no clinically significant delay in the procedure. No additional information was provided.